Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that patient factors (small ventricle and septal hypertrophy) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Cardiac perforation is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, the patient died after complications from a ventricular perforation during a transfemoral procedure. As reported, the patient¿s blood pressure dropped, an aortogram was performed and ventricular perforation was confirmed. Per report, the patient had a hypertrophic and small ventricle.

Manufacturer narrative:
Procedural cine images were submitted for review. The procedural echo and pre-operative CT were not provided. The following observations and impression were made by an edwards physician proctor. Procedural cine: severe tortuosity seen in thoracoabdominal aorta; ncc calcified; wide open ai (native) with wire across; wire appears outside left ventricle prior to valve crossing native annulus; contrast seen in pericardium; pericardiocentesis pig tail seen. Impression/recommendations: echo and pre-op CT images not provided. From cine images, stiff wire management related or not to severe tortuosity in aorta looks responsible for the lv perforation before crossing the annulus with s3 valve. Recommend follow IFU in patients with severe thoracic-abdominal tortuosity (alternative access).